Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc and act button. Connector was inspected and locked on lcd board. No button error alarm and audio or beep anomaly noted during testing. Device passed displacement test and self test. Device received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 290 mg/dl at the time of incident and declined high blood glucose troubleshooting. Customer stated that the insulin pump was making a high pitched noise and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.